Manufacturer narrative:
The qa lab confirmed low results. They performed 3 control tests using the customer's returned reagent. The results were 25, 116, and 55 mg/dl. The normal range was 92-127 mg/dl. This complaint was initially missed by customer service. It will be submitted past the 30 days window.

Event description:
The customer stated that his blood glucose readings had been lower than usual. While troubleshooting, he performed control tests and received results of 34 and 29 mg/dl. The normal control range was 92-127 mg/dl. The test strips were returned for eval, and replacement test strips were sent to the customer.